Event description:
The manufacturer received information alleging a ventilator service required alarm had occurred on a trilogy 202 device. The device was not in use on a patient at the time of the occurrence. The trilogy 202 device was evaluated by a third-party service technician, and the customer¿s complaint was confirmed. During the evaluation it was noted that error codes, proximal pressure railed and drift proximal pressure too high, were observed in the device's error log. The third-party service technician evaluated and determined the oxygen blending module (obm) printed circuit assembly (pca) and oxygen (o2) pca had caused these two error codes to occur on the device. In conclusion, the device's obm pca and o2 pca need replacing to address the issue. A quote was provided to the customer for repairs to be made for this issue. No repairs or parts were replaced at this time. The root cause is confirmed at this time.